Event description:
It was reported by the customer that a pyxis medstation es system went to black screen. The customer stated that the user was unable to access medication which causing delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the blue bios password box was on the screen. A field service engineer powered down the station then re-seated the hard drive cable and aio to resolve this issue. Customer was confirmed able to access various drawers with no issues. The system functioned as intended after field service engineer troubleshooted the device.